Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Visual and microscopic examination was performed on the returned device. The balloon was observed to be unfolded which indicated it had been subjected to (B)(6) pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was seen escaping from a pinhole leak in the balloon material approximately 3mm distal to the distal edge of the proximal markerband. The balloon material was visually and microscopically examined and no issues were noted that may have potentially contributed to the complaint incident. The investigator applied a vacuum and the balloon deflated fully with no issues noted. Visual and microscopic examination of the device identified no issues with the blades of the device that could have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. Visual and microscopic examination of the device identified no issues with the tip or markerbands of the device that could have potentially contributed to the complaint incident. A visual and tactile examination identified no damage or any issues along the length of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. Bsc ID: (B)(4). Tw#: (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that inflation issue occurred. The 98% in-stent restenosed, 38mmx2.75mm target lesion was located in the moderately tortuous and severely calcified mid distal end left circumflex artery. During procedure, it was noted that the balloon could not expand inside patient's body and there were problem in vacuuming and folding the device. No patient complications were reported. However, device analysis revealed a pinhole leak in the balloon.